Manufacturer narrative:
This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2018-78065 subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4) (ethicon¿s internal reference number). (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2018 for treatment for of urinal incontinence and mesh was implanted. It was reported that the surgery was unsuccessful because according to the patient clinic report, while pulling the mesh through the left inguinal side, the surgeon observed that the mesh was broken in the central part and decided not to place it. It was reported that after the surgery, the surgeon contacted our local distributor ((B)(4)) requesting for the mesh to be replaced with a new one. The mesh was returned to the distributor on 7/24/2018 and was replaced with a new one. It was reported the patient underwent a second surgery (successfully, according to the information that we have) on (B)(6) 2018. There were no patient consequences reported. Second device remains implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.